Event description:
In 2007, during aaa repair the access was on the right. The pt had aneurysm of the right common iliac. The right internal iliac was embolized and seal was achieved with a leg extension graft in the external iliac. The left common iliac was fairly aneurismal, but also had an aneurysm in the left internal iliac. The physician made the decision to attempt to seal in the distal common iliac, knowing that he would probably have to extend into the external iliac at a later date to treat the aneurysm in the left internal iliac. He did not want to embolize both internal iliac arteries at the same surgery. Implant was uneventful, with seal achieved in final angio. On pt follow-up, surgeon discovered that the left internal iliac aneurysm had expanded and the seal in the distal common iliac appeared to be compromised with a slight leak. He made the decision to coil embolize the left internal iliac, and extend the graft into the left external iliac artery with another leg extension graft. Good seal was achieved in the final angio.

Manufacturer narrative:
Evaluation: after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes over time.